Event description:
It was reported that the arm tube breaks on the unknown model manual wheel chair. He has had to replace this part at least 7 times on his current chair, and previous invacare chair.